Event description:
It was reported that high, out of range, pacing lead impedance was observed. The lead remains implanted. Remote patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.